Event description:
It was reported by the customer that a pyxis medstation es system patients aren't showing on the station when a pre-admit. Customer stated that the patient does not show up at the machine as a preadmit when they are dispensing medications, they have to add a temporary patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients aren't showing on the station when pre-admitted. A technical support specialist checked with customer did not receive any messages to say their pre-admit was rescheduled to the following day. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The system functioned as intended after field service engineer troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm small 2016 server w/sql <15 mains.